Manufacturer narrative:
Correction made to b5: the device had been filled with piperacillin/tazobactam 18000 mg in 230 ml sodium chloride 0.9% (previously submitted as piperacillin/tazobactam 18 mg). Correction made to d5: operator of device: lay user / patient (previously submitted as other) additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from august 24, 2020 - august 25, 2020. H10: the actual device was received for evaluation. The sample was returned containing 66 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused during a patient infusion. The reporter stated that 30% of the solution remained in the device.the device had been filled with piperacillin/tazobactam 18mg in 230 ml sodium chloride 0.9% and was connected to the patient via a PICC line (peripherally inserted central catheter).there was no report of patient injury or medical intervention associated with this event. No additional information is available.